Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain in her arms and was later unable to feel her arm and leg after having a drg lead implanted. It was determined that the s-loop of the lead was causing spinal cord compression. The patient was taken back to surgery where a laminotomy was performed and the lead was repositioned. The patient is recovering and is reportedly experiencing effective therapy.